Event description:
Same case as: 2134265-2013-09740. It was reported that slow flow occurred. A 1.50mm rotalink plus and a 330cm rotawire rotablator rotational atherectomy system were selected and advanced to treat the target lesion. During procedure, the rota burr was advanced over the rotawire; however, the burr had difficulty tracking over the wire and would not advance past a certain point. It was then noted that slow flow occurred. An aspiration catheter was used along with normal medication to treat the slow flow. The physician believes "that the slow flow was a result of an extremely tight lesion, in which the coronary wire being used may have restricted flow due to a very small lumen." The procedure was successfully completed with this device. No further patient complications were reported and the patients¿ status is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).